Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor gave a reading of 49 mg/dl when the blood glucose was 114 mg/dl. There was also a calibration error. The customer had calibrated when blood glucose was not stable. Nothing further was reported.